Event description:
The customer stated that she tested her blood glucose and received readings of 26 mg/dl and 262 mg/dl within 2 minutes of each other. The difference between these readings falls in the "e" zone of the parkes error grid, making the difference clinically significant. The customer did allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.